Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included intractable spasticity and spinal cord injury. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 it was reported by the patient that when going in for refills, the pump had a volume discrepancy with regards to the amount of baclofen that was in the pump. The patient stated that he had no symptoms of withdrawal at this time. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting had been performed and no actions or interventions had been taken to resolve the issue. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.